Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right-sided deflation and swollen arm manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unspecified saline implant and experienced postoperative right-sided deflation and swollen arm. The patient reported that she noticed the deflation and the swollen arm when she woke up. As a result, the patient underwent removal and replacement with two 475cc mentor smooth round moderate profile implants (catalog #: 3501680, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6)2019.